Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the illuminator to resolve the reported issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the parts involved with this complaint and completed the device evaluation. Failure analysis investigation replicated and confirmed the customer reported complaint. The illuminator was installed into in-house system and it failed to power up with an error 297.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the illuminator was unable to work. The procedure continued as planned. There was no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that there was no patient harm or injury. No fragment fell into patient. The customer completed the procedure robotically using an alternative light source. Procedure was prolonged by just a few minutes.